Event description:
Edwards received notification that this 48 year old patient underwent a successfully triple valve-in-valve procedure after an implant duration of one (1) year and four (4) months due to degeneration leading to severe insufficiency. As reported, patient presented with dyspnea on exertion and dependent oedemas, regressed with diuretic therapy.

Event description:
Edwards received notification that this 48 years old patient underwent a successfully triple valve in valve procedure after an implant duration of one (1) year and four (4) months for unknown reasons. The procedure involved a valve model 3300tfx23mm implanted in the tricuspid position which was replaced with a with a 23mm transcatheter valve.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected: d4 (serial number). Updated: d4 (expiration date), g3, h4 (manufacturer date), h6 (type of investigation). H10: additional manufacturer information: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event.

Manufacturer narrative:
One CT scan video visualizing the stents of the three surgical valves and one image visualizing the frames of the three deployed transcatheter valve were provided. Customer complaint of degeneration was unable to be confirmed via image evaluation as no visualization of the leaflets was provided. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, a definitive root cause cannot be conclusively determined; however, patient factors, including a history of carcinoid syndrome likely caused or contributed.